Event description:
The customer reported a leak from the probe of a coulter act diff 16 analyzer. The customer stated the volume of the leak was approximately 20 drops of fluid. The leak occurred overnight and was found dried on the counter. In addition, platelet (plt) backgrounds on the instrument were high. The instrument operator was wearing gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced worn tubing to the waste peristaltic pump (pm1) to resolve the leak. After troubleshooting, the fse replaced the reagent diluent reservoir to correct the plt background issue. The instrument was verified to meet specified requirements per established procedures. (B)(4).